Event description:
The customer observed false repeat reactive alinity s anti-hcv ii results a patient that negative on roche nat and architect. The results provided were: sid (B)(6) initial=14.61 s/co (> or = 1.00 s/co=reactive) /repeated=15.56 and 15.47 s/co roche (nat)=negative; architect i2000sr=0.47 s/co there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data of the alinity s anti-hcv reagent lot number 70052be00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history record review did not identify any non-conformances or deviations with lot 70052be00 and the complaint issue. Review of tracking and trending for the alinity s anti-hcv assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 70052be00. A customer data review for alinity s anti-hcv, lot number 70052be00 was performed. Overall reactive rates and specificity (assuming zero prevalence) of ln 4w56-55, lot 70052be00 were collected and assessed, across (B)(6) (brazil) and their applicable peer sites. The available data indicate all testing was performed at (B)(6) (brazil) and their peers. The performance of lot 70052be00 across imunolab and their peer sites is within product requirements. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. There was no issue with reagent performance identified. Based on the investigation, the device met performance specification and performed as intended at the customer site, therefore there is no systemic issue or deficiency with the alinity s anti-hcv, lot number 70052be00.

Event description:
The customer observed false repeat reactive alinity s anti-hcv ii results a patient that negative on roche nat and architect. The results provided were: sid (B)(6) initial=14.61 s/co (> or = 1.00 s/co=reactive) /repeated=15.56 and 15.47 s/co roche (nat)=negative; architect i2000sr=0.47 s/co there was no reported impact to patient management.